Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was corrosion found on the distribution node (dn) pca and ECG cables. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.